Event description:
Dealer states the joystick cable that is hard wired into the mpj+ joystick has formed a crack at the location where the cable was zip tied in the factory. Dealer states the joystick malfunctions due to that cracking. No report of an injury.